Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the lead was returned with no reported event. As received, a partial lead (connector portion only) was returned in one piece. Visual inspection found full breach insulation degradation adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.